Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any patient precipitating stress factors that led to suture breakage? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Were cultures performed? Results? Were the symptoms resolved after suture removal and replacement procedure? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a procedure on an unknown date and the doctor fixed and sutured the patient's central venous catheter. On the 14th day after the surgery, when the patient underwent hemodialysis and dressing changes, it was found that the wound at the fixed suture site had inflammation and was red and swollen, with a broken suture on one side, which may lead to a risk of infection and delay in treatment. Report to the doctor, disinfect the red and swollen area of the wound, apply mupirocin ointment externally, and refix the suture. Additional information was requested.